Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that a minimum fill notification was received after filling the cartridge with 150 units of insulin. Another cartridge was successfully filled. Customer's blood glucose was 176 mg/l.